Manufacturer narrative:
H.6. Investigation summary as no physical sample, picture sample, material number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ catheter leaked during use. The following information was provided by the initial reporter: we received a complaint where the customer indicated that there was a leakage from a bd product. In reply to your questions ¿ what was the model of the set in use at the time of the incident? Bd saf-t-intima with bd syringe extension set ¿ did the leakage occur on more than one occasion? Yes ¿ what was the syringe in use at the time? Braun omnifix 30 in addition to this batteries were being consumed in less than 24 hours despite using the recommended duracell batteries, once we changed to a loan driver supplied by the local district nursing team these issues resolved with no leakage and batteries lasting 3-4 days, despite using the same brand of batteries, syringes and administration set.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter leaked during use. The following information was provided by the initial reporter: we received a complaint where the customer indicated that there was a leakage from a bd product. In reply to your questions: what was the model of the set in use at the time of the incident? Bd saf-t-intima with bd syringe extension set. Did the leakage occur on more than one occasion? Yes. What was the syringe in use at the time? Braun omnifix 30. In addition to this batteries were being consumed in less than 24 hours despite using the recommended (B)(6) batteries, once we changed to a loan driver supplied by the local district nursing team these issues resolved with no leakage and batteries lasting 3-4 days, despite using the same brand of batteries, syringes and administration set.